Manufacturer narrative:
Follow-up #1: date of submission 01/17/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/06/2016 with the following findings: a review of the pump black box revealed a cs 054 error. The pump powered with the returned battery cap. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. A cs 054 error was not duplicated during investigation. The pump case was removed and there was no evidence of moisture or loose components inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.